Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed one occurrence of an upstream occlusion sensor failure low message. During functional testing, the reported problem was not reproduced. The unit was able to power on and run an infusion without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.